Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose of 24 mmol/l. A nurse stated that the customer was in the hospital due to diabetes but no further information was provided about the hospital. Symptoms that were reported at the time of the incident included none. The customer did not clearly state how they treated for the high blood glucose. A no delivery alarm was reported. Troubleshooting was provided and the issue was resolved. The insulin pump will not return for analysis.